Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm during dwell six of six of peritoneal dialysis therapy. The patient was connected at the time of the alarm. It was not reported what troubleshooting steps were performed or how the alarm was resolved. It was not reported how the patient completed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.